Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapy for atrial arrythmia. The patient was administered medicine. Programming changes were made. The patient condition is fine.